Event description:
Medrad received info that a "sentinel event" occurred at this site but they would not provide any more info at that time. The customer later faxed a copy of the medwatch form to us that they submitted.

Manufacturer narrative:
The injector system is currently sequestered. We are waiting for the hospital to respond to whether medrad will be permitted to perform a system checkout of the injector or if a third party will be performing the system check out. If a third party performs the system check out, then we requested that a medrad service rep be present during the third party check. Since their injector is sequestered, the site requested the use of a medrad loaner system which was delivered to the site on 12/16/08. If we are able to perform a proper investigation regarding this incident, a follow-up report will be submitted.